Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm, able to complete rewind. Customer remove the current battery from the insulin pump and insert a new battery then insulin pump alarmed unexpected restart. Customer reported that the battery compartment was damaged. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.